Event description:
Reporter alleged customer was found "slurring his speech and half comatose and slumped over and weak" so a relative called paramedics. It was stated relative was uncertain of paramedics reading, however, customer was treated with an IV drip and taken to the hospital. Reporter stated the hospital meter read 90 mg/dl upon arrival compared to the customers' meter reading of 351 mg/dl when tested at the same time. As a result of the comparison, customer was reportedly treated with another IV drip before being sent home. No other actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.